Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided, but the best estimate date is june 2024. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown; the information requested but not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown, not provided, but the best estimate date is (B)(6)2024. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was explanted. Section e1: initial reporter address (address, city, state, province, or territory and postal office or zip code: unknown/ not provided. Section e1: initial reporter phone number: (B)(6). Section h4: device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported of haptics stay bent on top of the lens optics with the monofocal intraocular lens (iol), dcb00 lens. That approximately two (2) months ago, the doctor had an incident in which one of the haptics was bent and never opened, so the doctor had to operate on the patient again to be able to open the haptic. It was noted that the issue was not related to use error. The product is not available for return. No further information was provided.